Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During procedure closure, the peg tube dislodged when changing the position to wipe the patient after the gastrostomy.the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block e1 (initial reporter) block e1: this event was reported by the distributor. The physician is: (B)(6) block h6 (device codes): code a051201 captures the reportable event of peg tube dislodged. Block h10: the returned endovive safety peg tube was analyzed, and a visual evaluation noted that there was no problem with the bolster in relation to the reported dislocation of the peg tube. No other issues with the device were noted. The reported event was not confirmed. Based on the condition of the returned device, engineers determined that the failure mode reported was not observed. Boston scientific has determined the most probable cause of this complaint is no problem detected since the device complaint or problem cannot be confirmed. The complainant did confirm the correct device was returned. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2021. During procedure closure, the peg tube dislodged when changing the position to wipe the patient after the gastrostomy.the procedure was completed with a different device. There were no patient complications reported as a result of this event.